Event description:
It was reported that the customer was hospitalized due to high blood glucose levels between 200 and 300 mg/dl. The caller stated that the customer was also having a heart attack. In addition, the caller stated that the customer is anemic and asthmatic. The caller stated that the hcp wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.